Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), dilated left atrium, tethered posterior leaflet and abundance of chords for a mitraclip procedure. During the procedure, posterior leaflet grasp was then optimized to greater reduction in mr and blood pressure increased to 129 mmhg systolic. Leaflet insertion was reassessed. Physician was satisfied with leaflet insertion, and the deployment sequence was started. Device passed the lock test before and after lock line removal. Clip was deployed on the central side of anterior and posterior leaflet 2 (a2p2). Upon raising the grippers, the mandrel jumped from the clip. Under fluoroscopy and transesophageal echocardiography (tee), it was determined that a partial single device leaflet assessment (slda) has occurred and clip was no longer attached to the posterior leaflet. It was determined there was still some chord attached but the posterior leaflet was detached. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.